Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick 2 balloon catheter. The balloon was tightly folded. There were numerous hypotube kinks. The hypotube was separated 74.5cm from the hub. The separated ends of the hypotube was ovaled indicating the hypotube was kinked prior to separating.

Event description:
It was reported that shaft break occurred. The diffused target lesion was located in the calcified left anterior descending artery (lad). The proximal lad was 95% stenosed and the distal lad was 60% stenosed. A 1.50mm x 15mm maverick 2 balloon catheter was advanced for dilatation. However, the middle portion of the shaft was fractured. The device was still connected upon removal and was broken into two pieces outside the patient's body. The procedure was completed with another of the same device. No patient complicaitons were reported and the patient's status was stable.

Event description:
It was reported that shaft break occurred. The diffused target lesion was located in the calcified left anterior descending artery (lad). The proximal lad was 95% stenosed and the distal lad was 60% stenosed. A 1.50mm x 15mm maverick 2 balloon catheter was advanced for dilatation. However, the middle portion of the shaft was fractured. The device was still connected upon removal and was broken into two pieces outside the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.